Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during dwell three, where the caregiver stated they had previously disconnected and reconnected a supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of five on the home choice (hc). The care giver (cg) stated they had previously disconnected and reconnect a supply bag in attempt to clear an unrelated alarm. The technical service representative (tsr) had the cg cycle power to clear the alarm and advised the cg to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.